Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. As relevant imagery was not provided, a definitive root cause was unable to be determined. However, available information suggests patient and procedural factors may have contributed to the reported event. The patient had patent foramen ovale (pfo). The pfo and the insertion of the guide sheath (gs) through the second transseptal puncture could have contributed to the reported event.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure in mitral position where after pulling out the guide sheath (gs), a right left shunt was visible in echo. Septal defect diameter was 30mm. Patient was hemodynamically stable all the time, however, the measured oxygen saturation dropped a little bit from 98 to 89. The physician implanted a 32 f lifetec asd occluder without any issues. There was no shunt visible afterwards. The patient already had patent foramen ovale (pfo). The first tsp puncture was too high (> 6,5cm) therefore, a second puncture was performed. Two pascal precision ace devices were implanted afterwards without any issues. After pulling out the gs is when the event was noticed. As per physician's opinion, the first transseptal puncture, the pfo and the insertion of the gs through the second transseptal puncture could have all resulted in the asd. But there was no malfunction of the gs, or any other edwards device used in the procedure.